Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with a matrixmandible plate on (B)(6) 2013. On an unknown date the plate was noted as broken. The surgeon felt the reason for the broken plate was a loose screw on the distal side of the plate. Patient was returned to the operating room on (B)(6) 2014 for removal. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was sent to rms foundation for material analysis ((B)(4)). Based on the topography of the fracture surface, we can conclude that the matrixmandible plate was subjected to moderate alternating bending loads. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects were detected.